Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a defibrillation threshold test, this s-ICD delivered a shock that converted the patient to atrial fibrillation. An external shock was delivered to convert the patient back to normal sinus rhythm. The system remains implanted.